Event description:
Report received of an over-delivery. The customer contact indicated the event was the result of an operator error in programming the device. At 1242, the pump was programmed in the dose calculation mode to deliver 100mg of nitroprusside in 250ml with a dose of 0.397mcg/kg/min with a calculated to a rate of 5ml/hr. At 1308, the pump was reprogrammed to deliver a dose of 5mcg/kg/min, with a calculated rate of 63ml/hr. At 1309, the nurse reported the patient has hypotensive and the infusion was stopped. The patient was treated with 2mg of phenylephrine and responded immediately. There were no reported adverse patient sequelae. Though requested, no further information was available.